Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision reported by sales rep, left, asr revision. No further patient information available. Update rec'd 04/27/2015 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/28/15. Update 04/27/2015 - review of the plaintiff's preliminary disclosure form identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/29/15. Update rec'd 3/31/2015 - medical records received. Patient was revised to address metallosis. Upon revision, metal staining and yellowish fluid were noted. The information received does not change the MDR decision. This complaint was updated on 06/24/15 update rec'd 9/9/2015 - clinical der received. MRI verified soft tissue change, osteolysis, and metallosis. Update 2/16/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 1, 2016. Update rec'd 08/23/2016. Litigation documents received; patient underwent a revision to address pain and elevated metal ions. Stem added to the complaint. Complaint returned to investigation phase. This complaint was updated on: 09/20/2016.